Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 614 mg/dl. The customer stated that she experienced a lot of vomiting. She was treated with insulin via intravenous drip upon admittance. She stated that she was wearing the insulin pump at the time of hospitalization. She noted that she was unsure why she had a high blood glucose event, confirming that she had not changed her infusion set. Advised the customer that supplies would be sent. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report#: 2032227-2014-43250.